Manufacturer narrative:
Age/date of birth: age range between 18-81 years of age. Sex/gender: male and female. Weight and ethnicity: unknown/not provided. Date of event: (B)(6) 2021 (the date article was published). Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown, information not provided. If explanted; give date: unknown, information not provided. MFR telephone number: (B)(4). The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Robbins, c., feng, h., fekrat, s. (2021). Management patterns and visual outcomes of endophthalmitis after glaucoma drainage device placement: a case series. Journal of glaucoma 30(1), pp. E5-e7. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: management patterns and visual outcomes of endophthalmitis after glaucoma drainage device placement: a case series. A retrospective chart review was done to describe clinical presentation, management, and outcomes of eyes with endophthalmitis related to glaucoma drainage device (gdd) placement. A total of 133 eyes of 133 patients were included in the study. The patients were implanted with ahmed glaucoma valves, 350mm2 baerveldt glaucoma implant model, and 250mm2 baerveldt glaucoma implant model. The patient had endophthalmitis related to ahmed gdd (n=2), baerveldt 350 mm2 gdd (n=3), and baerveldt 250 mm2 (n=1). For baerveldt 350 mm2 gdd: elevated iop on presentation (>21mmhg) (n= 2 eyes), streptococcus pneumoniae (n=1), haemophilus influenzae (n=2), hand motion vision (defined as 20/8000) or worse at presentation (n=3), and hand motion or worse with no light perception at 6 months (n=1). Diagnostic methods and intervention included aqueous tap (n= 1 eye), needle vitreous tap (n=2) (1 was ¿dry¿ and did not yield adequate sample for microbiologic processing), pars plana vitrectomy (ppv) (n=3), gdd removal at the time of initial ppv (n=2), and repeat tube shunt surgery without incident (n=2). For baerveldt 250mm2 gdd: decreased iop on presentation (<9mmhg) with endophthalmitis (n=1 eye), streptococcus pneumoniae (n=1), hand motion vision (defined as 20/8000) or worse at presentation (n=1), and hand motion or worse with light perception at 6 months (n=1). Diagnostic method and intervention included ppv on presentation (n=1). No eyes underwent subsequent ppv for persistent endophthalmitis. The following adverse events were also noted: primary tube exposure (n=not reported), vitreous opacities (n=not reported), hypopyon (n=4), and phthisical (n=1); however, it was unspecified which of these occurred in the baerveldt-implanted eyes or the competitor products. There are no indications in the article of any interventions provided for these adverse events. All patients received intravitreal vancomycin (1 mg/0.1 ml) and ceftazidime (2.25 mg/0.1 ml) on the day of presentation. This report is for model bg103-250 adverse event. A separate report is being submitted to capture the adverse event for incomplete model 350mm.

Manufacturer narrative:
Correction: upon further review on jun 14, 2024, it was noted that section d4 catalog number was submitted as bg103-250 on the initial MDR, but should be 23030819. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section d4: catalog number: 23030819 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.